Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection and functional test of the device received. Visual inspection reveled that the meniscal deployment gun was returned in its tray; it was noted that the spring pusher was deformed downwards. Foreign matter, presumably biological was noted impregnated in the spring pusher. The rest of the device was found in good condition. Functional test was performed for both triggers and lock lever, they worked as expected, no issues were observed. The overall complaint was confirmed as the observed condition of the meniscal deployment gun would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be attributed to procedural variables, such as device handling or product interaction during the procedure; the needle may have not been connected as intended and consequently caused the spring pusher damage, therefore caused a deployment issue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary a photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. After the photo visualization, it was observed that the meniscal deployment gun pusher is bent downward. The rest of the device appears to be in a normal condition. The overall complaint was confirmed as the observed condition of the meniscal deployment gun would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be attributed to procedural variables, such as device handling or product interaction during the procedure; the needle may not have been connected as intended and consequently caused the spring pusher damage, therefore caused a deployment issue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a cruciate ligament reconstruction surgical procedure it was observed that after the first firing of the meniscal deployment gun the device could not fire again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.